Manufacturer narrative:
A system service check of the stellant d injector, serial number (B)(4), was completed on october 22, 2021 which confirmed that the injector was operating within bayer specifications. The disposables that were in use during the alleged incident were discarded by the site, however a lot number was provided. Product analysis received and functionally tested retained samples from the subject lot number and found the disposables performed to specifications. Additional applications training was accepted by the customer and was completed by a bayer clinical specialist on october 26, 2021. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported the following: a (B)(6) female inpatient underwent a CT scan of the chest while connected to a stellant d injection system. Following the injection, an undisclosed amount of air was visualized in the patient's right ventricle. Although the patient was asymptomatic throughout the examination, the patient was placed on bedrest and closely monitored. In addition, a follow up echocardiogram and chest x-ray were ordered and demonstrated resolution of the air. No further treatment was required.